Event description:
Patient (B)(6) received implant (rflt rapid ra3585c reflect rapid fixture ø3.5mm x 8.5l) on (B)(6) 2021 and experienced loss of integration which led to the implant being removed on (B)(6) 2022. X-rays were provided by the dentist. Implant replacement was sent to dr. (B)(6) on 06/27/2022.